Manufacturer narrative:
Device powered up properly after battery was installed. No blank display anomaly noted, however device had constant tone and frozen screen due to faulty connector on mother board. Unable to confirm button keypad anomaly or perform the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone anomaly. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner, belt clip slot, minor scratched display window, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that hey had high blood glucose value and the keypad was unresponsive. Customer's blood glucose value was 500mg/dl. Customer was advised to perform self test but it failed. Insulin pump will be returned for analysis.